Event description:
A malfunction code was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, resolving the issue without recurrences. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which they acknowledged.